Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however it might have related problems with the captor valve iris or the silicone discs. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when the user attempted to flush the delivery system, large amount of flushing fluid leaked from the hemostatic valve. He closed the iris valve but leakage didn't stop, so he had to repeat flushing more than usual. After insertion into the patient, leakage was not notable when the inner introducer system was inside the valve, but blood leaked more than usual after removing it. He quickly finished the procedure, so no health hazard occurred on the patient due to the leakage. Patient outcome: the patient did not experience any adverse effects due to this occurrence.